Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, lymphadenopathy, rupture.

Event description:
Healthcare professional reported "silicone depositions in armpit," "silicones lymphadenopathy right axillary," and "lingiuni sign on the right neat the breast prothesis: suitable for an intracapsular rupture." Patient reported "urticaria." Patient additionally reported "vague complaint," and "enormous forgetfulness" not related to the device. The device remains implanted.